Event description:
It was reported that while in use in a patient a cs300 intra-aortic balloon pump (iabp) shutdown while plugged into ac outlet. The getinge emergency support technician contacted the nurse that was caring for the patient; the nurse described that two iabp's had shutdown without notice. The nurse additionally stated that the iabp's had recently been in biomedical engineering for some sort of maintenance. There was no harm or injury to patient and no adverse event was reported. Additional information was received from a duplicate complaint in our database which reports the following: the facility's biomed stated that while in use in a patient, the display of the cs300 intra-aortic balloon pump (iabp) went black, the iabp did not stop and was still supporting the patient. The iabp was swapped to continue therapy and the facility's biomedical engineer could not get the issue to repeat itself. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative spoke with the facility's biomedical engineer (biomed) who stated that the issue was with the room where the iabp was used. The room had bad outlets and the staff did not realize the iabp was running on battery the entire time. The biomed inspected the iabp and found no fault logs related to power issues. A pm was performed by the customer and the batteries were replaced. The iabp was cleared for clinical service. (B)(6).

Event description:
It was reported that while in use in a patient a cs300 intra-aortic balloon pump (iabp) shutdown while plugged into ac outlet. The getinge emergency support technician contacted the nurse that was caring for the patient; the nurse described that two iabp's had shutdown without notice. The nurse additionally stated that the iabp's had recently been in biomedical engineering for some sort of maintenance. There was no harm or injury to patient and no adverse event was reported.